Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral pulmonic valve replacement (tpvr) procedure with a 26mm sapien 3 ultra resilia valve inside a pre-existing non-edwards transcatheter heart valve in the pulmonic position. During the procedure, the balloon ruptured at nominal +1cc. The patient previously had three cp-covered stents with non-edwards valve. During this procedure, two non-edwards tbe devices were also placed along with the sapien valve. As per follow-up with the fcs, the valve was able to be fully deployed in the intended location. No instruments were used to remove the balloon cover. A pre-implant bav was performed using a 26mm non-edwards balloon at 9atm, and an additional +1cc was added at deployment. No leak was noted in the delivery system, though blood was seen in the syringe. There were no difficulties with valve alignment, which was performed outside the body in a straight section, and no difficulty withdrawing the delivery system, which was removed using a non-edwards sheath. No patient injury or complication occurred. The perceived root cause of the balloon burst was unknown, though calcified anatomy was noted. The device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided device-related photo was reviewed and showed a balloon with both a longitudinal and radial burst, with the material appearing to have bunched distally toward the nose tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as it was reported, "during the procedure, the balloon ruptured at nominal +1cc." Additionally, it was also reported that the degree of calcification in the patient's annulus/leaflets was "severe." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.